Event description:
Pump was returned to animas for investigation. Evaluation revealed a damaged force sensor plate. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. During evaluation the force sensor plate was found to be physically damaged.